Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ migrated left coil"), pelvic pain ("pelvic pain/pain"), device breakage ("inner portion of the tube contain the remaining portions of the matrix of the essure implants"), genital haemorrhage ("abnormal bleeding (general)"), pelvic adhesions ("pelvic adhesions of omentum to anterior abdominal wall") and ovarian adhesion ("periovarian adhesions") in an adult female patient who had essure (batch no. 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced alopecia ("hair loss") and weight decreased ("weight loss"). On (B)(6) 2011, the patient had essure inserted. In april 2012, the patient experienced dyspareunia ("dyspareunia"). In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrul cycle, dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses"), allergy to metals ("nickel allergy"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("a metallic taste in her mouth, metal taste") and arthralgia ("joints pain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure implant) and surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device breakage, genital haemorrhage, pelvic adhesions, ovarian adhesion, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, menstruation irregular, allergy to metals, rash, dyspareunia, menorrhagia, migraine, headache, alopecia, dysgeusia, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils discrepancy about date of removal (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Lot number (869746) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (general), abnormal bleeding (menorrhagia), dyspareunia, migraine, headaches, migration of essure device, nickel allergy, pain, skin rash, weight loss, pelvic adhesions of omentum to anterior abdominal wall, periovarian adhesions; inner portion of the tube contain the remaining portions of the matrix of the essure implants, irregular menses, joints pain, and attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migrated left coil'), pelvic pain ('pelvic pain/pain'), device breakage ('inner portion of the tube contain the remaining portions of the matrix of the essure implants'), genital haemorrhage ('abnormal bleeding (general)/ general abnormal bleeding'), pelvic adhesions ('pelvic adhesions of omentum to anterior abdominal wall') and ovarian adhesion ('periovarian adhesions') in a 28-year-old female patient who had essure (batch no. 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses"), allergy to metals ("nickel allergy"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("a metallic taste in her mouth, metal taste") and arthralgia ("joints pain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device breakage, genital haemorrhage, pelvic adhesions, ovarian adhesion, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, menstruation irregular, allergy to metals, rash, dyspareunia, menorrhagia, migraine, headache, alopecia, dysgeusia, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils discrepancy about date of removal (B)(6) 2016 patient received treatment for pain, bleeding, allergy, migration, hair loss, migraine, headaches, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017, surgical pathology report: right fallopian tube, removal:- essure coil right fallopian tube, excision. Completely cross section of fallopian tube with no pathologic abnormality. Preoperative diagnosis/ postoperative diagnosis: nickel allergy, myalgia gross description: 1 received fresh and also labeled "essure [oil from right fallopian tube is a metal coil which measures approx. 3.s cm in length and less than 0.1 cm in diameter. No attached soft tissue is present. No sections are submitted. 2. Received in formalin also labeled "portion right fallopian lube" is a single piece of tubular tan pink soft l tissue' which measure¿s 1.4 cm in length and 0.3 cm in diameter sectioned and totally submitted block. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: nickel allergy, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: this case will be marked from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4) . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ migrated left coil"), pelvic pain ("pelvic pain/pain"), device breakage ("inner portion of the tube contain the remaining portions of the matrix of the essure implants"), genital haemorrhage ("abnormal bleeding (general)"), pelvic adhesions ("pelvic adhesions of omentum to anterior abdominal wall") and ovarian adhesion ("periovarian adhesions") in an adult female patient who had essure (batch no. 869746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced alopecia ("hair loss") and weight decreased ("weight loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), ovarian adhesion (seriousness criterion medically significant), complication of device removal ("attempt was made to reach into the proximal portion of the fallopian tube to see if the implant was palpable. The implant could not be palpated or grasped"), menstruation irregular ("irregular menses"), allergy to metals ("nickel allergy"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysgeusia ("a metallic taste in her mouth, metal taste") and arthralgia ("joints pain"). The patient was treated with surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure implant) and surgery (hysteroscopy with d and c. Hysteroscopic removal of left essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, device breakage, genital haemorrhage, pelvic adhesions, ovarian adhesion, vaginal haemorrhage, complication of device removal, dysmenorrhoea, abdominal pain, menstruation irregular, allergy to metals, rash, dyspareunia, menorrhagia, migraine, headache, alopecia, dysgeusia, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, complication of device removal, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian adhesion, pelvic adhesions, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: right tube 4 coils; left tube 7 coils discrepancy about date of removal (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dysgeusia ("a metallic taste in her mouth"), alopecia ("hair loss"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dysgeusia, alopecia, rash, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.